Event description:
It was reported the pt experienced a fall, and subsequently his cervical lead exhibited abnormal impedance readings. It was determined the lead had fractured. The physician elected to explant and replace the lead with a different model. It was reported the pt had effective stimulation postoperative, and the explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.